Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data was missing from pump history. Reportedly, the pump was sporadically missing blood glucose (bg) data. At the time of the call, the pump was unavailable for tandem technical support to perform troubleshooting. Recommendation was made to upload the pump data logs for a log review to be performed. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
Review of the pump data logs by tandem technical support on (B)(6) 2017 showed that the pump was performing as intended. The customer acknowledged the information provided and was satisfied.